Event description:
It was reported that in an operation room, once the fiber was connected to the console, the device displayed an error message faulty, and the message also displayed overheated fiber. The procedure was completed with another fiber. There were no patient complications.

Event description:
It was reported that in an operation room, once the fiber was connected to the console, the device displayed an error message "faulty" and the message also displayed "overheated fiber". The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Correction to field g1: MFR site information.